Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for implant when a helix anomaly was observed on the ra lead. It was noted that the helix would not extend or retract and that decreased sensing and high, out of range impedance were observed. Lead was replaced. Patient was stable before, during and after the procedure.